Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having communication issues with their navigation system. They chose to abort the use of the imaging system and continue with fluoro. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no impact to patient outcome.